Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient receiving a dose of 6.6mg/day at a concentration of 10mg/ml of dilaudid for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s healthcare professional (hcp) stated that at the last two refills there was a volume discrepancy. The rep reported that the hcp said that at the most recent refill the actual reservoir volume was 9.4ml and the expected was 2.9ml. The hcp stated that at the previous refill the reservoir volume amount was below 85% accuracy. This is not the first refill after implant/revision. The pump logs were accessed and reviewed at the last pump refill and they were normal. Rep reports that a catheter dye study was done on (B)(6) 2016. The catheter flowed well and the dye was noted as being intrathecal. No cause for the discrepancy in volume was determined. The patient reports increased pain that began a couple of months ago. The patient has recently stopped taking oral klonopin. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Conclusion code, method code, and result code are for the catheter. Conclusion code, method code and result code are for the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2017-oct-20. It was reported that the pump had been consistently underdosing the patient for the past two years, and his pain had not been controlled as it had previously been with the last two pumps. It was noted that the refill volumes were consistently off as to what was expected. It was confirmed that the patient had a catheter dye study, and the catheter was patent. The patient also reportedly had a surgical revision, but the catheter had cerebrospinal fluid (csf) flow. It was requested that the patient's flow-rate be tracked. The issue was considered unresolved at the time of report, and there were no known environmental, external, or patient factors that were thought to have led or contributed to the issue. It was noted that the patient's next refill was scheduled for (B)(6) 2017 at which time the representative would be present to discuss the issue with the family and the hcp. It was unknown if any further surgical intervention was planned, and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) is not applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-mar-2018 and it was reported that the patient¿s pump went into a motor stall. The date of the stall was (B)(6)2018. The patient was admitted to the hospital with withdrawal symptoms. He was already scheduled for a pump replacement on (B)(6)2018. The plan was not changed, and the pump would be replaced as scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor stall gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.